Event description:
The lead was implanted on (B)(6) 2012. It was reported the lead dislodged. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).